Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿

Event description:
It was reported that patient underwent a hip arthroplasty on (B)(6) 2015. Subsequently, patient underwent a revision on (B)(6) 2015. During the procedure, all components except the cup were removed and replaced with spacer molds. No further information has been provided.